Event description:
It was reported that the device do not recharge the batteries.

Manufacturer narrative:
As of today, device return has been requested but has not been made available to the designated complaint testing unit for a full evaluation. Without return of the actual device we cannot determine a root cause. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issue highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. If the device becomes available in the future, this case will be reopened.